Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the instrument was worn. The edges of the shim are worn, scratched/nicked and shaved with some material missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune shim found damaged during cleaning. No information provided on surgeon or circumstance.